Event description:
It was reported that the user experienced a low blood glucose event while using the ilet after lunch, received a low glucose alert on the device, and self-treated with cranberry juice. Symptoms included no reported physical symptoms associated with the hypoglycemic event. Outcomes included resolution of the low with oral carbohydrate without need for medical intervention or hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported or observed and an unclear cause for the hypoglycemia following a meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.